Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report: 3006705815-2018-00622. It was reported the patient experienced ineffective stimulation. X-ray images confirmed both leads had migrated. Surgical intervention is planned to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-00622. Follow-up identified no further intervention is planned at this time.

Event description:
Based on information obtained, the leads were explanted and replaced on (B)(6) 2019. Effective therapy was restored post-operatively.

Manufacturer narrative:
(B)(4).